Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. Not returned.

Manufacturer narrative:
Initial MDR was mistakenly submitted to FDA through normal electronic filing. This MDR will be resubmitted via a quarterly summary report as part of the requirement of remedial action exemption #(B)(4), granted to stryker by FDA on january 23, 2013.

Event description:
It was reported that patient scheduled for surgery due to hip dislocations. Surgeon found gray tissue around hip capsule. 32mm liner and hip stem removed. Surgeon performed a restoration modular hip and placed a mdm liner and head.

Event description:
It was reported that patient scheduled for surgery due to hip dislocations. Surgeon found gray tissue around hip capsule. A 32mm liner and hip stem removed. Surgeon performed a restoration modular hip and placed a mdm liner and head.